Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The patient was using a hair dryer at the time of the event. There were no additional adverse patient effects. The system remains implanted.